Event description:
Additional information was received from the patient. They reported that the patient was still under doctor's care and the patient is afraid it had been knocked loose but the doctor said it wasn't loose. The event of the fall down the stairs on (B)(6) 2020 causing the implanted to feel funny at times and leg giving out resulting in subsequent falls relating to the device/therapy is unknown. The cause to the lack of stimulation was also unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was not helping their symptoms. They had fallen a couple of times. They fell down the stairs on (B)(6) 2020 and had been falling since. The device stopped helping their symptoms in (B)(6) of 2020 or (B)(6) of 2020. The patient had informed the healthcare provider of the issue in (B)(6) of 2020. They had not tried adjusting their settings. They called back and again reported the device was not working as well, which they clarified meant they were not getting as good of therapy relief. They stated they were "not really" getting 50% reduction in symptoms. They were provided with the national answering service phone number to give to their healthcare provider if needed to coordinate an appointment with a manufacturer representative. The patient also reported feeling an "ache" around the implant site and that their leg would give out sometimes and it felt funny down their leg on the right side. They had fallen due to this. They clarified this was not the feeling of stimulation, as they were not feeling stimulation. The ache was coming from around the implant site and it "felt funny at times" at the implant site. They noted when they palpated the ins they could "really feel it." They were walked through checking the therapy status on the call. They confirmed therapy was on at 4.7 volts on program 4. Therapy considerations were reviewed. The patient stated this all started sometimes around august. They told the nurse practitioner in november that something was wrong. The patient was redirected to their healthcare provider to discuss symptoms/therapy and to check the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that states the device "bothers her". They reported that they experience pain/discomfort and "their leg gives out at times". The patient reported that when she had the trial, it worked fine, but then once it was implanted, that is when she started having problems. The patient reported the implanted device never worked to control symptoms and that the pain/discomfort started some time later. The patient has an appointment with their hcp scheduled. In addition, they were provided with the number for a mdt patient support representative.